Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device. Machine was not working and had internal leakage. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: first pressure reducer failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that gas leaked due to a malfunction of the tubing parts. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.